Event description:
Patient had plugs put in, 1999. The patient continued to suffer constant tearing and physicians attempted to irrigate out plugs. After unsuccessful attempts at irrigation the patient had a "dcr" performed.